Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the handle was able to fire 2 reloads; however, on the third reload, it stopped working and did not fire. The surgeon was able to press the green button, but was not able to squeeze the handle. The handle was replaced to resolve the issue in order to complete the case. There was no patient injury.